Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately shocked the patient due to oversensing and low r wave amplitude during a walk. No particular posture was noted. Boston scientific technical services (ts) discussed with the field representative a suspected system movement that caused a significant signal variability just a few weeks post implant. An x ray was performed, and no evidence of dislocation was seen. Boston scientific technical services (ts) recommended to rescreen real time simultaneously using separate programmers to try to identify positional improvements for better sensing. A reposition has been planned to get a better sensitivity. Furthermore, the device has been turned off. The patient will go into the clinic for re evaluation and treadmill test to possibly find different position for electrode placement. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that a re screening was performed and the signal improve but still with low amplitudes. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the system inappropriately shocked the patient for a second time. Subsequently, the system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: model and serial number of the product.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately shocked the patient due to oversensing and low r wave amplitude during a walk. No particular posture was noted. Boston scientific technical services (ts) discussed with the field representative a suspected system movement that caused a significant signal variability just a few weeks post implant. An x ray was performed, and no evidence of dislocation was seen. Boston scientific technical services (ts) recommended to rescreen real time simultaneously using separate programmers to try to identify positional improvements for better sensing. A reposition has been planned to get a better sensitivity. Furthermore, the device has been turned off. The patient will go into the clinic for re evaluation and treadmill test to possibly find different position for electrode placement. Additional information was received which indicated that a re screening was performed and the signal improve but still with low amplitudes. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately shocked the patient due to oversensing and low r wave amplitude during a walk. No particular posture was noted. Boston scientific technical services (ts) discussed with the field representative a suspected system movement that caused a significant signal variability just a few weeks post implant. An x ray was performed, and no evidence of dislocation was seen. Boston scientific technical services (ts) recommended to rescreen real time simultaneously using separate programmers to try to identify positional improvements for better sensing. A reposition has been planned to get a better sensitivity. Furthermore, the device has been turned off. The patient will go into the clinic for re evaluation and treadmill test to possibly find different position for electrode placement. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that a re screening was performed and the signal improve but still with low amplitudes. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: model and serial number of the product.

Manufacturer narrative:
Correction: model and serial number of the product.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately shocked the patient due to oversensing and low r wave amplitude during a walk. No particular posture was noted. Boston scientific technical services (ts) discussed with the field representative a suspected system movement that caused a significant signal variability just a few weeks post implant. An x ray was performed, and no evidence of dislocation was seen. Boston scientific technical services (ts) recommended to rescreen real time simultaneously using separate programmers to try to identify positional improvements for better sensing. A reposition has been planned to get a better sensitivity. Furthermore, the device has been turned off. The patient will go into the clinic for re evaluation and treadmill test to possibly find different position for electrode placement. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that a re screening was performed and the signal improve but still with low amplitudes. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately shocked the patient due to oversensing and low r wave amplitude during a walk. No particular posture was noted. Boston scientific technical services (ts) discussed with the field representative a suspected system movement that caused a significant signal variability just a few weeks post implant. An x ray was performed, and no evidence of dislocation was seen. Boston scientific technical services (ts) recommended to rescreen real time simultaneously using separate programmers to try to identify positional improvements for better sensing. A reposition has been planned to get a better sensitivity. Furthermore, the device has been turned off. The patient will go into the clinic for re evaluation and treadmill test to possibly find different position for electrode placement. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that a re screening was performed and the signal improve but still with low amplitudes. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the system inappropriately shocked the patient for a second time. Subsequently, the system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Correction: model and serial number of the product.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately shocked the patient due to oversensing and low r wave amplitude during a walk. No particular posture was noted. Boston scientific technical services (ts) discussed with the field representative a suspected system movement that caused a significant signal variability just a few weeks post implant. An x ray was performed, and no evidence of dislocation was seen. Boston scientific technical services (ts) recommended to rescreen real time simultaneously using separate programmers to try to identify positional improvements for better sensing. A reposition has been planned to get a better sensitivity. Furthermore, the device has been shut off. The patient will go into the clinic for re evaluation and treadmill test to possibly find different position for electrode placement. This electrode remains in service. No adverse patient effects were reported.